Event description:
The hosp reported that the pt was scheduled for an interventional coronary procedure. After injecting a small amount of contrast, the staff indicated that the saw a small amount of air on the fluoroscopy images (the exact amount was not determined). The pt went into a seizure and v-tac. The pt converted back to a normal rhythm on her own and was unresponsive for approx 20-30 mins, with urinary and bowel incontinence. The pt became responsive and the procedure continued with everything in place, including the injector and tubing, as it was prior to the pt experiencing the problem. The study was completed without further incident. No medical or surgical intervention was performed. During the clean-up process, it was noted that the tubing was pinched where the peristaltic pump door closes on the tubing.

Manufacturer narrative:
The hospital declined to have the injector checked by a medrad service rep. They continued to use the injector after the incident with no additional occurrences reported. The site reported that the same multi-patient tubing set (mpat) was used on the next pt without incident. The mpat that was reportedly pinched was returned to medrad for evaluation. It was noted that the saline tubing had a cut in it. During functional testing, an injection sequence was repeated several times resulting in no flow at the catheter tip due to severe leaking at the cut portion of the mpat saline tubing set. No air ingress into the multi-patient or single-pt disposable was visualized at any time during the set-up purge process or during the first step of the simulate injection procedure. The test procedure was aborted due to the inability to deliver saline because of the severe leaking at the cut portion of the mpat saline tubing set. We are unable to determine the root cause of the reported air injection. Because the injector continues to be used and the suspect mpat was used on the next case without incident, we do not believe the injector or disposables were the cause of the air injection. Medrad has scheduled a follow -up applications visit at this site.